Event description:
The hosp reported that during a coronary artery bypass procedure, the om-9000s suction did not hold. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the unit. The device was very bloody. The device was tested to the vacuum weight test. The device was able to lift the weight by holding the head of the baffle. Based upon the findings of this functional test, the reported complaint "suction did not hold" could not be confirmed. (B)(4).